Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Attempts have been made to obtain additional info. A completed questionnaire was received. (B)(4).

Event description:
An optometrist reported a patient is complaining of a rainbow glare and halos around lights in her right eye, 2 weeks following lasik surgery. Additional info was requested. There are two medical device reports associated with this event. This report is for the right eye.